Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. (B)(4). Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The starclose se device was deployed in a mildly calcified artery. The instructions for use states, do not deploy the clip in areas of calcified plaque. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional heart catheterization. Reportedly, the clip did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.